Event description:
Baxter reported "the miniset system had to be changed within the 6 months. The rollerclamp mechanism didn't work properly." This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.